Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: that the circular seal was cut. The trocar, cannula, and envelope seal appeared intact. The obturator was received. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelop seal to become stretched. A functional evaluation found that the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut in the circular seal may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic revision of sleeve gastrectomy to roux-en-y, both trocars were leaking air after scissors were inserted, the seal appeared to be damaged. They opened and used another trocar to complete the case. There was no patient injury.